Manufacturer narrative:
This device has been explanted but has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead is showing increased threshold values, however no programming changes or surgical intervention has been performed. Isometric testing was conducted and did not reveal any noise on the lead. The sensing measurements remain unchanged and the right ventricular impedance has gradually decreased but remain with in range. Continued follow up is scheduled to monitor patient. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information: physician elected to reprogram the right ventricular lead pacing output. Lead remains in service. No adverse patient effects were reported. Additional information: it was reported that patient underwent surgical intervention to replace the cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion. The physician elected to explant the right ventricular lead and replace with a new lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead is showing increased threshold values, however no programming changes or surgical intervention has been performed. Isometric testing was conducted and did not reveal any noise on the lead. The sensing measurements remain unchanged and the right ventricular impedance has gradually decreased but remain with in range. Continued follow up is scheduled to monitor patient. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information: physician elected to reprogram the right ventricular lead pacing output. Lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is showing increased threshold values, however no programming changes or surgical intervention has been performed. Isometric testing was conducted and did not reveal any noise on the lead. The sensing measurements remain unchanged and the right ventricular impedance has gradually decreased but remain with in range. Continued follow up is scheduled to monitor patient. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.